Event description:
Device malfunction: none. Symptoms/ae: vasospasm. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, at the site where the filter was recovered, there was a severe vasospasm. Nitroglycerine was slowly infused into the artery. At 4.5mm balloon was placed into the area of the spasm. Gentle angioplasty was performed. There was complete resolution of the vasospasm. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Vasospasm is a known potential adverse effect associated with the use of carotid stents as listed under procedural complications in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.